Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula was analyzed and found the primary failure of broken ceramic sleeve to be related to the customer complaint. The instrument was found to have broken ceramic sleeve. A broken piece measuring approximately 0.045" x 0.061" was returned with the instrument. No pieces were missing. No additional damage was found on the instrument. Common causes of the failure mode broken instrument ceramic sleeve are typically attributed to the user mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. This may be attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause a broken ceramic sleeve. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the permanent cautery spatula (part number 470184-13, lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery spatula instrument was last used in a procedure on (B)(6)2022 via system sk4156. The alleged instrument had 2 uses remaining after this last usage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. No additional actions are currently required given that this issue will continue to be tracked. This complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that the permanent cautery spatula instrument broke and a fragment fell inside the patient during a da vinci assisted procedure.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the metal part of the permanent cautery spatula instrument fell inside the patient. The damaged part was not retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery spatula instrument was inspected prior to use and no abnormality was found. The customer thought that the instrument broke due to mishandling/misuse. The instrument was in use for about 50 minutes. The surgeon did not notice any issues with the functionality of the instrument during procedure. There were some collision noted between instruments. The piece seemed to be peel off while energized. The wrist of the instrument was straightened prior to removal during procedure and prior to the breakage. Upon the final removal of the instrument, the wrist was straightened also and no damage to the cannula and instrument was found after the event occurred. There were two pieces of fragments that fell into the patient and both of them were removed during a different procedure; however, some damaged pieces turned into powder. There is a possibility that some fragments remained inside the patient. Post-operative tests were performed but since the shape of the fragment was too small, the customer could not perform matching with the location of the chipped tip of the instrument. The customer could not confirm whether all fragments had been removed. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received a video clip related to the alleged complaint. A review of the video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: in video file around 11:00, the permanent cautery spatula (pcs) instrument appears intact and is being used for dissection. The pcs instrument appears to collide with the fenestrated bipolar forceps (fbf) around 12:00 as the fbf is used to address mild bleeding. At 12:52, it appears that a portion of the ceramic sleeve is missing. From the video, the cde was unable to identify exactly when this fragmentation occurred, where the missing portion of the instrument is, and whether or not any fragments may remain. However, from the failure analysis investigation, it appeared that all missing pieces were returned with the instrument. Damage like this to the tips of instruments generally occurs as a result of excessive force or instrument collisions. Contact with the uterine manipulator, as seen in the video, may also cause damage to the instrument. For reference, the da vinci xi instruments & accessories user manual also warns against the following to prevent tip damage of the pcs: warning: do not use damaged or broken instruments or accessories. Inspect instruments and accessories prior to use. Failure to do so may result in fragments falling into patient leading to a potential conversion to an open procedure for removal, x-ray, delay in procedure, or component left in patient. Warning: do not use this instrument to energize the tips of other instruments. This may damage the tip or injure tissue inside or outside of the field of view. Tissue damage could occur at points near the tip or at the port site (cannula) of the energized instrument.